Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot/serial number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a syringe inlet, micro-volume with luer lock end had foreign matter in an unspecified location. This was noticed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: the actual device and a photograph of the sample were provided for evaluation. Visual inspection was performed in all the samples. A dark black spot particle of foreign matter was identified embedded in the blue plastic syringe connector of the inlet, not in the actual fluid pathway during the visual inspection of the returned sample. A small dark particle can be observed on the blue connector of the inlet was observed during visual inspection of the photo sample. Functional testing was not performed on the returned sample, and a dark black particle of foreign matter was identified indeed in the blue plastic connector of the inlet, not in the fluid pathway. The reported condition was verified. The cause of the issue was inherent to variations of the manufacturing process of the blue plastic connector of the inlet product(s) that left some residual particulate embedded in the plastic connector, which was not in the actual fluid pathway. Should additional relevant information become available, a supplemental report will be submitted.